Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 50. (B)(4) clip falls into the patient in an open state. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-00987 pertains to the resolution 360 clip device, and manufacturer report # 3005099803-2016-00928 pertains to the resolution clip device. It was reported to boston scientific corporation that a resolution 360 clip device and a resolution clip device were used to treat a bleeding ulcer in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the resolution 360 clip initially grasped onto the tissue; however, upon deployment, the clip released from the catheter and fell off the tissue in an open state. A resolution clip device was then used; however, the same issue occurred. Both clips were retrieved from the patient using a snare and a roth net, and the procedure was completed using argon plasma coagulation. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned resolution 360 clip device noted that the clip assembly was fully deployed and returned with device. The prongs were found in an open position within specification and were not locked into the capsule. A kink in the control wire and coil was noted. It appeared that the damage may have been caused with the use of a side viewing scope. Per the dfu, the resolution clip 360 clip is designed to be compatible with forward viewing endoscopes. Therefore, the most probable root cause classification is use/user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-00987 pertains to the resolution 360¿ clip device, and manufacturer report # 3005099803-2016-00928 pertains to the resolution clip device. It was reported to boston scientific corporation that a resolution 360¿ clip device and a resolution clip device were used to treat a bleeding ulcer in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the resolution 360¿ clip initially grasped onto the tissue; however, upon deployment, the clip released from the catheter and fell off the tissue in an open state. A resolution clip device was then used; however, the same issue occurred. Both clips were retrieved from the patient using a snare and a roth net, and the procedure was completed using argon plasma coagulation. There were no patient complications reported as a result of this event.